Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 46/40 f on the left side on (B)(6) 2006. The pt was revised on (B)(6) 2011 due to pain and loosening. Warsaw complaint: (B)(4).

Manufacturer narrative:
The mf did receive devices, x-rays, and other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).